Event description:
It was reported that during an unknown procedure, after being activated a couple of times, it then locked and would not the surgeon to clamp the jaws anymore. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade upper tip broken off not returned. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.